Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, visually analyzed, but full analysis could not be performed due to legal restrictions. The interior right ventricular defibrillation cable was extrinsically fractured due to pulling/stretching. Visual analysis of the lead indicated apparent explant damage. Concomitant medical products: 694758 lead, implanted: (B)(6) 2008. Full analysis cannot be completed at this time due to pending litigation. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead was fractured, capped and replaced, then explanted several years later. No patient complications were reported as a result of this event.

Manufacturer narrative:
Product event summary: the distal portion of the lead was returned and analyzed. The analysis noted that the distal conductor of the lead developed a fracture due to flexing while in vivo. The proximal conductor of the lead developed a fracture due to flexing while in vivo. The right ventricular defibrillation coil developed a fracture due to flexing while in vivo.the analyst noted that the distal conductor fractured. The proximal conductor fractured at 55.5 cm and the right ventricular defibrillation coil also fractured at 48 cm from the connector pin. If information is provided in the future, a supplemental report will be issued.